Event description:
The facility representative reported a flogard infusion pump with failure code 27. The event was reported to have occurred upon power up in the medicine area ii. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported problem of "f-27" was confirmed. Service determined that the cause was due to dirt and corrosion on the slide clamp sensor. The sensor was cleaned and resoldered to resolve the issue

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.